Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with an advisory implantable cardioverter defibrillator. It was suggested that the patient's device was defective and exhibited a battery failure. The patient underwent surgery to replace their device. It was noted that the patient suffered emotional and physical pain and suffering, stress, post-surgery convalescent care and infection. Additional subsequent surgery was performed in min (B)(6) 2017 to correct the known complication of the replacement surgery. No further information was reported.